Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and discomfort at their ipg site, due to weight loss. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned. Issue was resolved.